Event description:
During a total hip arthroplasty the saw blade broke in half. Both pieces were recovered and there was no injury to the patient. Another blade was opened and the procedure was completed.